Manufacturer narrative:
Describe event or problem. (B)(4).

Event description:
It was further reported that the target lesion was located in the distal left anterior descending artery (lad). Also, it was con-firmed that stingray balloon popped inside the patient's body when inflated at 2 atm and grade d, non-flow limiting dissection on the vessel wall was noted after the balloon burst. Procedure was abandoned as an attempt to get through the lesion for hours was made and the stingray was the last option. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded (cto) target lesion was located in the left anterior descending artery (lad). A stingray lp catheter was selected for use. During procedure, when the stingray balloon was inflated, the balloon ruptured at 3atm.. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.